Event description:
Per salesrep, "the doctor said they are not working properly."

Manufacturer narrative:
These 4 clamps date back from 2006. The parts received were observed to be worn and damaged from years of use. 1 of the clamps were met specifications and 1 other clamps had a different manufacturing base plate.